Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Account reported an 86 yo male patient underwent lower limb arterial balloon angioplasty and arterial plaque rotational atherectomy. During femoral artery angiography, the intravascular angiography catheter suddenly broke. It was immediately retrieved with a snare device, and one section of the catheter was removed. It was discovered that the remaining catheter inside the vessel was still fractured. After repeated retrieval attempts, the surgery was eventually completed.